Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 265 mg/dl and the customer would address the bg level with the necessary correction bolus. As the customer had changed the cartridge, tandem technical support was unable to determine a possible cause of the occlusion.